Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving stimulation to her left side though the pain was on her right side. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced which resolved the issue.